Manufacturer narrative:
Device inspection found no light from both leds. Due to to damage on led cable, illumination is poor. Further inspection found foreign objects on device nozzle. In addition, the following findings were noted on device inspection: objective lens has a scratch. Distal end has a crack. Adhesive on a-rubber is detached. A-rubber has discoloration. Connecting tube has a scratch. Connecting tube has discoloration. Connecting tube has a wrinkle. Grip is dirty. Sw1 has a cut r/l knob is dirty , -u/d knob is dirty. Electrical contact of video connector has corrosion. S-cover has a scratch. Universal cord has discoloration. Universal cord has a scratch. S-connector has a scratch. Due to wear of angle wire, bending angle in all directions does not meet the standard value. Due to wear of angle wire, the play of u/d&r/l knob is out of the standard value. Due to deformation of fe lever, u/d knob cannot be locked securely. Due to damage on ccd unit, the image is not displayed. Due to corrosion, sw1 , sw2, sw3, sw4 (switches) does not work. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to a crack on distal end, insulation resistance value at distal end does not meet the standard value. Control unit has corrosion due to water leakage. S-connector has corrosion due to water leakage. Micro connector unit in s-connector has corrosion due to water leakage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, found lamp error message . Image is out of focus or blurry. The issue found at preparation. There is no patient involvement associated on this event. Device evaluation found foreign objects on nozzle. This report is being submitted for foreign objects found on nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response /updates (name and phone number and country).

Manufacturer narrative:
Correction: initial reporter name and address (removed "refer address" from state/province/county, replaced with "jammu and kashmir"). Initial reporter health professional, initial reporter occupation: information has been requested; however, the customer did not provide this data. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The following are presumed as causes of this suggested event: there were differences between reprocessing methods performed by the user facility and reprocessing methods recommended by instructions for use (IFU). Training for staff in the user facility regarding device handling as per IFU, handling of devices before they were returned to olympus, and reprocessing were deemed insufficient. Users can detect the suggested event properly by handling the device in accordance with the following IFU: inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function. Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. To prevent clogging of the air/water nozzle, always use the aw (air/water) channel cleaning adapter to clean the air/water channel after each use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This report is being supplemented due to the customer's allegation of blurred image being assessed to meet criteria for reporting. Inspection and testing did not reproduce the customer's allegation. Added h6 codes a review of the device history record found no deviations that could have caused or contributed to a blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.